Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the electrical allegations based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, no unusualities were not upon visual inspection.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information indicated that the lead also exhibited loss of capture. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information indicated that the lead also exhibited loss of capture. The lead was explanted. No additional adverse patient effects were reported.